Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump emitted call service alarm cs 064-0001. The reporter allegedly tried rebooting the pump and replacing the battery, however the alarm recurred and would not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the device history indicated multiple cs 064-0001 alarms associated with a high force due to an occlusion during a prime on the event date. The pump rewind, load, and prime steps were performed with no alarms duplicated. The pump was also exercised for 24 hours with no alarms duplicated.